Event description:
No pt or operator injury during routine inspection of on-site medlite c3 laser system. Co technician was alternating between 532 mode and 1064 mode rapidly. The laser shutter opened briefly (less than 100 milli-seconds) and fired one single pulse of laser energy. The foot switch was not depressed. The pulse was completely spontaneous. Subsequent evaluation confirms this event. Laser can be induced to fire under the following conditions: 1. Laser must be in ready mode. 2. Depress 532 and 1064 switches in rapid succession 8-100 times. 3. Single shot may fire in either 532 or 1064 mode. 4. Laser detects change in shutter status - goes to error mode. Laboratory testing confirms fault. Fault corrected by software update.